Event description:
Patient was ordered a medication bolus followed by a drip (gtt) at 18.4cc/hr. A bolus was given and a gtt was started immediately afterward at 1145am. The pump module kept beeping "air in line." The tubing was taken out of module several times in an attempt to get air out; however, there were only very small air bubbles that would not normally cause the pump to alarm. Upon attempting to remove the air bubbles, the clamp (tubing) was opened and the medication ran wide open into patient. This caused the patient to receive approximately 4 hours worth of the medication in 1 hour. Once I realized how low the volume in the bottle was and what had happened I immediately shut off the gtt. Notified pharmacy and the charge nurse. Biomed was notified of the issues I was having with the module and picked up the pump for further evaluation. The physician was notified and orders were received to stop the medication gtt and restart in 4 hours. No patient harm.